Event description:
It was reported that noise was seen on the electrogram at implant attempt. Consequently, the lead was removed and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. A cut was evident through the outer insulation material, electrode end (within 20 cm), at 29 centimeters distally. Primary analysis finding noted no anomalies found, lead functionally normal.